Event description:
It was reported to biotel heart distribution on (B)(6) 2022 the sensor is getting hot. On 28 february 2023 braemar complaint handling unit was notified of this complaint. No harm to the patient was reported. On 05 april 2023 the device returned to braemar for investigation. On 20 april 2023 the investigation was completed, and engineering evaluation was able to confirm overheat. Root cause is circuit board damage or a faulty component. It was reported to biotel heart distribution on march 17, 2022 the sensor is getting hot. On 28 february 2023 braemar complaint handling unit was notified of this complaint. No harm to the patient was reported. On 05 april 2023 the device returned to braemar for investigation. On 20 april 2023 the investigation was completed, and engineering evaluation was able to confirm overheat. Root cause is circuit board damage or a faulty component.

Manufacturer narrative:
Engineering evaluation: device started charge at 7:27am at 748.6ma, slow blinking yellow led. Device charging stopped at 7:33am at 1080.0ma. Device has reached a temperature of 169.0f and had failed heat stress test. The device exceeded normal current draw levels and temperature. Bluetooth heat stress was not performed due to confirmed overheat. The device was opened to inspect for physical damage. There was no visual damage to either circuit board although the increased current draw indicates a failing hardware component. Conclusion: engineering evaluation was able to confirm overheat. Root cause is circuit board damage or a faulty component.